Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 577 mg/dl. The customer treated her high blood glucose level with a bolus. The displacement and manual prime were successful and the motor error alarm did not recur. The customer was able to rewind the insulin pump. The device was not returned.